Event description:
It was reported that after approximately 2 days of iabp therapy, there were helium loss alarms on the pump, indicating a leak. At this time, the patient was stable and able to be weaned from this therapy. The iab was removed and a replacement was not necessary. There were no patient complications.